Manufacturer narrative:
Date sent to the FDA: 10/06/2017. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a unilateral inguinal hernia repair procedure on (B)(6) 2017 and the mesh was implanted. During the procedure, the nurse opened the sealing of the secondary packaging and when was pulling the envelope, found that it was already opened. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The received sample was examined and during evaluation it was observed that the pouch was opened and did not contain any product inside. However, there is no evidence that the product was manufactured with a missing component since the returned sample was found to be handled and opened by the customer.